Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. The patient experienced intra-abdominal abscess, contaminated abdominal wall mesh, adhesions, infection, and hernia recurrence. Post-operative patient treatment included surgical revision, lysis of adhesions, hernia repair, removal of contaminated mesh, and intra-abdominal lavage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The procedure performed was lap hernia repair incisional robotic. The patient experienced surgical revision, intra-abdominal abscess, contaminated abdominal wall mesh, lysis of adhesions, intra-abdominal lavage, infection, hernia recurrence, removal of contaminated mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia by laparoscopic repair. The patient experienced intra-abdominal abscess, contaminated abdominal wall mesh, adhesions, infection, and hernia recurrence. Post-operative patient treatment included surgical revision, lysis of adhesions, hernia repair, removal of contaminated mesh, and intra-abdominal lavage.